Event description:
It was reported that the patient's log files were submitted for concern of left ventricular assist device (lvad) faults. The log files recorded an lvad internal fault alarm on (B)(6) 2022 likely cause by a communication fault. There were low flow alarms around the time of the lvad fault alarm and it was thought to be due to the patient being in a prone position and possibly hypertensive during an endoscopic retrograde cholangiopancreatography(ercp).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault and low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Although a specific cause for the low flow hazard alarms could not be conclusively determined, the account indicated that the patient became hypertensive during an endoscopic procedure which required the patient to be in a prone position. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypertension could not be conclusively established through this evaluation. The controller event log file contained data from 12may2022 through 17may2022, per the timestamps. An lvad internal fault alarm was captured on (B)(6) 2022. This alarm was consistent with an lvad communication issue that may be resolved with power cycling. The file also captured two, transient low flow hazard alarms on (B)(6) 2022 which were accompanied by elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 IFU also lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Furthermore, the IFU explains that changes in patient conditions can result in low flow. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all system alarms, including the lvad fault and low flow hazard, and the recommended actions associated with them. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, also outlines all system alarms, including the lvad fault and low flow, and the recommended actions associated with them. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.